Event description:
The customer observed increased reactivity with alinity s htlv I/ii reagent lot 46173be00. The customer provided results for 30 patient samples in which alinity s htlv I/ii results were repeat reactive. For some of the samples, architect rhtlv-I/ii or blot testing was nonreactive/negative. The following data was provided. Sample 1: alinity s htlv I/I results: 207.35, 210.62, 220.49 s/co (reactive). Sample 2: (same patient as sample 1), alinity s htlv I/I result: 252.18 s/co (reactive), blot: positive. Sample 3: alinity s htlv I/I results: 2.50, 2.92, 2.48 s/co (reactive). Architect rhtlv-I/ii result: 0.94 s/co (nonreactive). Sample 4 (same patient as sample 3); alinity s htlv I/I result: 2.51 s/co (reactive), blot: negative. Sample 5: alinity s htlv I/I results: 1.46, 1.49, 1.53 s/co (reactive). Architect rhtlv-I/ii result: 0.44 s/co (nonreactive). Sample 6 (same patient as sample 5); alinity s htlv I/I result: 1.80 s/co (reactive), blot: negative. Sample 7: alinity s htlv I/I result: 1.92 s/co (reactive), blot: negative. Sample 8: alinity s htlv I/I results: 1.85, 1.91, 1.85 s/co (reactive). Architect rhtlv-I/ii result: 0.68 s/co (nonreactive). Sample 9 (same patient as sample 8); alinity s htlv I/I result: 2.02 s/co (reactive), blot: negative. Sample 10: alinity s htlv I/I result: 3.54 s/co (reactive); blot: inconclusive. Sample 11: alinity s htlv I/I results: 0.88, 0.86, 0.87 s/co (nonreactive). Sample 12 (same patient as sample 11); alinity s htlv I/I result: 1.01 s/co (reactive), blot: negative. Sample 13: alinity s htlv I/I results: 2.12, 2.03, 2.09 s/co (reactive). Architect rhtlv-I/ii result: 0.51 s/co (nonreactive). Sample 14 (same patient as sample 13); alinity s htlv I/I result: 2.05 s/co (reactive), blot: negative. Sample 15: alinity s htlv I/I results: 137.79, 154.73, 148.33 s/co (reactive). Sample 16 (same patient as sample 15); alinity s htlv I/I result: 151.53 s/co (reactive). Blot: positive. Sample 16: alinity s htlv I/I results: 176.65, 173.38, 171.08 s/co (reactive). Sample 17 (same patient as sample 16); alinity s htlv I/I result: 166.02 s/co (reactive), blot: positive. Sample 18: alinity s htlv I/I results: 1.49, 1.51, 1.67, 1.53 s/co (reactive). Architect rhtlv-I/ii result: 0.65 s/co (nonreactive). Sample 19 (same patient as sample 18); alinity s htlv I/I result: 1.27 s/co (reactive). Sample 20: alinity s htlv I/I results: 1.06, 1.13, 1.10 s/co (reactive). Sample 21 (same patient as sample 20); alinity s htlv I/I result: 0.92 s/co (nonreactive), blot: negative. Sample 22: alinity s htlv I/I result: 12.09 s/co (reactive); blot: negative. Sample 23: alinity s htlv I/I results: 2.08, 2.05, 2.07 s/co (reactive). Sample 24: alinity s htlv I/I result: 1.06 s/co (reactive); blot: negative. Sample 25: alinity s htlv I/I result: 0.99 s/co (nonreactive); blot: negative. Sample 26: alinity s htlv I/I results: 1.93, 1.95, 1.95 s/co (reactive). Architect rhtlv-I/ii result: 0.57 s/co (nonreactive). Sample 27: alinity s htlv I/I results: 1.13, 1.08, 1.08 s/co (reactive). Architect rhtlv-I/ii result: 3.23 s/co (reactive). Sample 28: alinity s htlv I/I results: 12.28, 11.70, 11.56 s/co (reactive). Architect rhtlv-I/ii result: 5.92 s/co (reactive). Sample 29: alinity s htlv I/I results: 1.14, 1.21, 1.43 s/co (reactive). Architect rhtlv-I/ii result: 3.56 s/co (reactive). Sample 30: alinity s htlv I/I results: 1.04, 1.04, 1.04 s/co (reactive). The alinity s htlv I/ii results are suspected to be falsely reactive. No impact to donor or patient management was reported.

Manufacturer narrative:
Additional information is being provided in response to FDA request regarding clarification of the following previously submitted h10 statement: "due to the biological origin of the material used for manufacturing, a natural variation in performance within the product claims is possible." The htlv I/ii in vitro diagnostic assay is manufactured with biologics in which source material variation cannot be entirely eliminated. This can lead to differences between reagent lots, including a relative specificity increase or decrease within the confidence interval specified in the instructions for use. While occasional lot differences in performance can occur due to source material variation, the in-process and final release testing of these products ensure all lots perform as intended prior to release and shipment to testing facilities. The associated complaint investigation confirmed this product continues to perform within product claims.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A review of field data for alinity s htlv I/ii was performed. Overall reactive rates of ln 6p07-55, lot 46173be00, across hemosc centro de hemat e hemot de sc - 56727913 (brazil), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Irr = initial reactive rates and rrr = repeat reactive rates. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance of lot 46173be00 is within product requirements and comparable to other lots analyzed in the comparison. Whole blood and plasma monitoring group irr: 0.099 %, rrr: 0.081 %, irr - rrr 0.018 %, specificity: 99.919 %. At hemosc centro de hemat e hemot de sc - 56727913 (brazil), the performance of lot 46173be00 is within product requirements and performing better than peers. Irr: 0.117 %, rrr: 0.108 %, irr - rrr 0.009 %, specificity: 99.892 %. Peer sites irr: 0.224 %, rrr: 0.141 %, irr - rrr 0.083 %, specificity: 99.859 %. The observed relative increase in initial and repeat reactive rates are within expected variability. Due to the biological origin of the material used for manufacturing, a natural variation in performance within the product claims is possible. Based on this investigation, the alinity s htlv I/ii reagent kit, lot 46173be00 is performing as expected. No malfunction or deficiency was identified.

Event description:
The customer observed increased reactivity with alinity s htlv I/ii reagent lot 46173be00. The customer provided results for 30 patient samples in which alinity s htlv I/ii results were repeat reactive. For some of the samples, architect rhtlv-I/ii or blot testing was nonreactive/negative. The following data was provided. Sample 1 alinity s htlv I/I results: 207.35, 210.62, 220.49 s/co (reactive). Sample 2 (same patient as sample 1). Alinity s htlv I/I result: 252.18 s/co (reactive). Blot: positive. Sample 3 alinity s htlv I/I results: 2.50, 2.92, 2.48 s/co (reactive). Architect rhtlv-I/ii result: 0.94 s/co (nonreactive). Sample 4 (same patient as sample 3) alinity s htlv I/I result: 2.51 s/co (reactive). Blot: negative. Sample 5 alinity s htlv I/I results: 1.46, 1.49, 1.53 s/co (reactive). Architect rhtlv-I/ii result: 0.44 s/co (nonreactive). Sample 6 (same patient as sample 5). Alinity s htlv I/I result: 1.80 s/co (reactive). Blot: negative. Sample 7 alinity s htlv I/I result: 1.92 s/co (reactive). Blot: negative. Sample 8 alinity s htlv I/I results: 1.85, 1.91, 1.85 s/co (reactive). Architect rhtlv-I/ii result: 0.68 s/co (nonreactive). Sample 9 (same patient as sample 8). Alinity s htlv I/I result: 2.02 s/co (reactive). Blot: negative. Sample 10 alinity s htlv I/I result: 3.54 s/co (reactive). Blot: inconclusive. Sample 11 alinity s htlv I/I results: 0.88, 0.86, 0.87 s/co (nonreactive). Sample 12 (same patient as sample 11). Alinity s htlv I/I result: 1.01 s/co (reactive). Blot: negative. Sample 13 alinity s htlv I/I results: 2.12, 2.03, 2.09 s/co (reactive). Architect rhtlv-I/ii result: 0.51 s/co (nonreactive). Sample 14 (same patient as sample 13). Alinity s htlv I/I result: 2.05 s/co (reactive). Blot: negative. Sample 15 alinity s htlv I/I results: 137.79, 154.73, 148.33 s/co (reactive). Sample 16 (same patient as sample 15). Alinity s htlv I/I result: 151.53 s/co (reactive). Blot: positive. Sample 16 alinity s htlv I/I results: 176.65, 173.38, 171.08 s/co (reactive). Sample 17 (same patient as sample 16). Alinity s htlv I/I result: 166.02 s/co (reactive). Blot: positive. Sample 18 alinity s htlv I/I results: 1.49, 1.51, 1.67, 1.53 s/co (reactive). Architect rhtlv-I/ii result: 0.65 s/co (nonreactive). Sample 19 (same patient as sample 18). Alinity s htlv I/I result: 1.27 s/co (reactive). Sample 20 alinity s htlv I/I results: 1.06, 1.13, 1.10 s/co (reactive). Sample 21 (same patient as sample 20). Alinity s htlv I/I result: 0.92 s/co (nonreactive). Blot: negative. Sample 22 alinity s htlv I/I result: 12.09 s/co (reactive). Blot: negative. Sample 23 alinity s htlv I/I results: 2.08, 2.05, 2.07 s/co (reactive). Sample 24 alinity s htlv I/I result: 1.06 s/co (reactive). Blot: negative. Sample 25 alinity s htlv I/I result: 0.99 s/co (nonreactive). Blot: negative. Sample 26 alinity s htlv I/I results: 1.93, 1.95, 1.95 s/co (reactive). Architect rhtlv-I/ii result: 0.57 s/co (nonreactive). Sample 27 alinity s htlv I/I results: 1.13, 1.08, 1.08 s/co (reactive). Architect rhtlv-I/ii result: 3.23 s/co (reactive). Sample 28 alinity s htlv I/I results: 12.28, 11.70, 11.56 s/co (reactive). Architect rhtlv-I/ii result: 5.92 s/co (reactive). Sample 29 alinity s htlv I/I results: 1.14, 1.21, 1.43 s/co (reactive). Architect rhtlv-I/ii result: 3.56 s/co (reactive). Sample 30 alinity s htlv I/I results: 1.04, 1.04, 1.04 s/co (reactive). The alinity s htlv I/ii results are suspected to be falsely reactive. No impact to donor or patient management was reported.

Event description:
The customer observed increased reactivity with alinity s htlv I/ii reagent lot 46173be00. The customer provided results for 30 patient samples in which alinity s htlv I/ii results were repeat reactive. For some of the samples, architect rhtlv-I/ii or blot testing was nonreactive/negative. The following data was provided. Sample 1: alinity s htlv I/I results: 207.35, 210.62, 220.49 s/co (reactive). Sample 2: (same patient as sample 1) alinity s htlv I/I result: 252.18 s/co (reactive), blot: positive. Sample 3: alinity s htlv I/I results: 2.50, 2.92, 2.48 s/co (reactive), architect rhtlv-I/ii result: 0.94 s/co (nonreactive). Sample 4: (same patient as sample 3) alinity s htlv I/I result: 2.51 s/co (reactive), blot: negative. Sample 5: alinity s htlv I/I results: 1.46, 1.49, 1.53 s/co (reactive), architect rhtlv-I/ii result: 0.44 s/co (nonreactive). Sample 6: (same patient as sample 5), alinity s htlv I/I result: 1.80 s/co (reactive), blot: negative. Sample 7: alinity s htlv I/I result: 1.92 s/co (reactive), blot: negative. Sample 8: alinity s htlv I/I results: 1.85, 1.91, 1.85 s/co (reactive), architect rhtlv-I/ii result: 0.68 s/co (nonreactive). Sample 9: (same patient as sample 8), alinity s htlv I/I result: 2.02 s/co (reactive), blot: negative. Sample 10: alinity s htlv I/I result: 3.54 s/co (reactive), blot: inconclusive. Sample 11: alinity s htlv I/I results: 0.88, 0.86, 0.87 s/co (nonreactive). Sample 12: (same patient as sample 11), alinity s htlv I/I result: 1.01 s/co (reactive), blot: negative. Sample 13: alinity s htlv I/I results: 2.12, 2.03, 2.09 s/co (reactive), architect rhtlv-I/ii result: 0.51 s/co (nonreactive). Sample 14: (same patient as sample 13), alinity s htlv I/I result: 2.05 s/co (reactive), blot: negative. Sample 15: alinity s htlv I/I results: 137.79, 154.73, 148.33 s/co (reactive). Sample 16: (same patient as sample 15), alinity s htlv I/I result: 151.53 s/co (reactive), blot: positive. Sample 16: alinity s htlv I/I results: 176.65, 173.38, 171.08 s/co (reactive). Sample 17: (same patient as sample 16), alinity s htlv I/I result: 166.02 s/co (reactive), blot: positive. Sample 18: alinity s htlv I/I results: 1.49, 1.51, 1.67, 1.53 s/co (reactive), architect rhtlv-I/ii result: 0.65 s/co (nonreactive). Sample 19: (same patient as sample 18), alinity s htlv I/I result: 1.27 s/co (reactive). Sample 20: alinity s htlv I/I results: 1.06, 1.13, 1.10 s/co (reactive). Sample 21: (same patient as sample 20), alinity s htlv I/I result: 0.92 s/co (nonreactive), blot: negative. Sample 22: alinity s htlv I/I result: 12.09 s/co (reactive), blot: negative. Sample 23: alinity s htlv I/I results: 2.08, 2.05, 2.07 s/co (reactive). Sample 24: alinity s htlv I/I result: 1.06 s/co (reactive), blot: negative. Sample 25: alinity s htlv I/I result: 0.99 s/co (nonreactive), blot: negative. Sample 26: alinity s htlv I/I results: 1.93, 1.95, 1.95 s/co (reactive), architect rhtlv-I/ii result: 0.57 s/co (nonreactive). Sample 27: alinity s htlv I/I results: 1.13, 1.08, 1.08 s/co (reactive), architect rhtlv-I/ii result: 3.23 s/co (reactive). Sample 28: alinity s htlv I/I results: 12.28, 11.70, 11.56 s/co (reactive), architect rhtlv-I/ii result: 5.92 s/co (reactive). Sample 29: alinity s htlv I/I results: 1.14, 1.21, 1.43 s/co (reactive), architect rhtlv-I/ii result: 3.56 s/co (reactive). Sample 30: alinity s htlv I/I results: 1.04, 1.04, 1.04 s/co (reactive). The alinity s htlv I/ii results are suspected to be falsely reactive. No impact to donor or patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06p07-55, that has a similar product distributed in the us, list number 06p07-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.